Manufacturer narrative:
(B)(6).

Event description:
It was reported that during implant procedure, the lead exhibited high impedance. Different positions were attempted but resulted the same. The lead was not used and replaced. The patient experienced no adverse consequences.